Event description:
Additional information received reported the low impedances did not resolve and the cause was unknown. No lead fracture was noted. Reprogramming was done. The patient¿s rest tremor persisted although their postural and kinetic tremors were controlled. Due to limited programing options caused the short of contact one and two; the patient¿s leg dystonia was more challenging. The patient had not recovered and the symptoms/issues were ongoing.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va0hs82, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# va0huz3, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a short in regards to the patient¿s impedances. Electrodes 1 and 2 had resistance values of 33 ohms. Settings used were electrode 1 being negative, electrode 2 being positive, and an amplitude of 1.5 volts. The patient was reported to get great results. The short was noted to have occurred since the implant date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.